Event description:
The company was made aware that the patient experienced an autoimmune reaction at the implant site a few months after the implant surgery, resulting in device extrusion. The patient's device was explanted. After the site was healed, the patient was reimplanted with another cochlear implant.